Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be identified. The root cause of the foreign material in the nozzle was unable to be determined. The following is included in the instructions for use: ¿chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that a foreign object was clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that water tightness was lost due to a cut in the connecting tube. Due too this damage, the cleaning brush and the forceps could not be inserted smoothly. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the control unit had corrosion due too water leakage caused by fluid invasion in the body control unit. It was also observed that the channel tube had discoloration. It was observed that the electrical contact of video connector was shaved due to physical stress. It was also observed that the video cable, universal cord and the connecting tube had a wrinkle due to deterioration or due to excessive bending. It was observed that the light guide bundle was slipping down causing a decrease of light output. It was also observed that the light guide cover glass had corrosion. It was observed that the indication on the connecting tube had a disappeared area due to a handling problem. It was also observed that the connecting tube had a dent due to physical stress. It was observed that watertightness was lost due to a scratch on the light guide connector. Also, due to a pinhole on the channel tube caused by a handling problem watertightness was lost. It was also observed that switch 1 did not work due to breakage of the switch board. The following unit components were sticky due to deterioration caused by chemical stress: video connector, video connector case, video cable, universal cord, up-down plate and on the grip. Lastly, scratches were observed on the following unit components due to physical stress: video connector, video connector case, video cable, universal cord, up-down plate, grip, light guide connector, control unit and on the switch box. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera cysto-nephro videoscope ¿reacts even if the scope switch is not pressed.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.